Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal settings had missing segments and changed segments. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed the pump was running on basal index 1. The basal history records each basal rate change. The pump was returned with basal index 1 set to: 0.350 units-per-hour at 12:00am, 0.325 units-per-hour at 08:00am, 0.350 units-per-hour at 1:00pm, 0.325 units-per-hour at 7:00pm. The last basal delivery was on (B)(4) 2018 at 7:42pm. The total daily doses added up correctly to reflect the programmed basal rate target. The pump powered on normally and ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 12 units delivered after a 12 hour at 1 unit-per-hour duration test. The pump was determined to be delivering within specifications. Investigation did not duplicate the alleged ¿basal history does not match active basal program¿ complaint .